Event description:
Allegedly the patient was revised due to the following mom complications: bearing surface wear; ossification; stiffness. (Right).

Manufacturer narrative:
See attached.

Event description:
Allegedly, patient suffering from mom complications right allegedly the patient was revised due to the following mom complications: bearing surface wear; ossification; stiffness. (Right).

Event description:
Allegedly, patient suffering from mom complications right. Allegedly the patient was revised due to the following mom complications: bearing surface wear; ossification; stiffness. (Right) .